Event description:
It was reported that the fiber cap detached inside the pt at (B)(4) joules during prostate vaporization. The cap was retrieved with forceps. The procedure was initiated with a different fiber, which was also reported to have had the cap detach (reference MFR report number 2937094-2012-00201). After the second fiber failed, the physician stopped the pvp procedure. It was not reported how the case was completed or if the pt was rescheduled, however, the pt outcome was reported as "good".

Manufacturer narrative:
Event problem, the component - fiber and cap are associated with the device - break.